Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a bleeding blister. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream, bandaged, and drained the blister for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest as well as the blue(tm) defibrillation gel.